Manufacturer narrative:
Follow-up #1: date of submission 07/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: a review of the black box indicated data beginning on (B)(6) 2016; due to continuous pump use, the black box and pump histories for the event were unavailable for review. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was returned with two I:c ratios programmed: 1unit: 8grams at 00:00 and 1unit: 9grams at 11:30. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during investigation. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested to be returned at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced low blood glucose (bg) of 40mg/dl with cognitive impairment. The patient reportedly self-treated with glucose tablets and remained on the pump. Troubleshooting indicated that the insulin to carbohydrate (I:c) ratio had been programmed incorrectly. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.